Event description:
A physician reported that tip of vitrectomy probe was crooked and could not be matched with the trocar before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the reported issue. The reported trocar fit issue could not be confirmed from the photo provided. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo is unable to confirm the reported fit issue, a sample was not received at the manufacturing site, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. Therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).